Event description:
Two iceforce needles were used in a renal cryoablation procedure. The patient's legs and body started severely shaking 20 seconds into the active thaw (ithaw) cycle of the cryoablation procedure. The same issue recurred when active thaw recurred. At both points when muscle stimulation was observed, the user stopped the ithaw and passive thaw was used to continue with the case. The case was completed using passive thaw, with no reported injury to the patient. The user was not concerned with the event. The user was unsure which needle caused the muscle twitching. Both needles will be returned to the manufacturer for investigation. This MDR is being submitted for the first needle used in this cryoablation procedure. Please see MDR # 9616793-2020-00054 for the second needle used in this case.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The needles passed electrical testing, with all parameters within specification. Needle disassembly revealed damage to the insulation layer of the heater wire, confirming the reported complaint and identifying the root cause review of the a7151 needle lot manufacturing records identified 3 electrical malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's actions of the needle from lot a7151 used in the reported event. Further investigation or follow-up is not planned for this complaint. This MDR is for the first needle used in this case. Please see MDR # 9616793-2020-00054 for the needle from lot t0048.